Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo analysis: a submitted picture provided by the customer shows the guidewire fractured. The angle of the picture possibly shows the stainless-steel core exposed at the distal end with the green ptf coating stripped away. It is unknown if the stainless-steel core wire fractured. It is possible the green ptf coating may have been the only component to fracture/separate from the guidewire.

Event description:
The physician intended to use a venaseal closure system during procedure for treatment of the short saphenous vein and great saphenous vein. Local anesthesia and transducer compression were used. It is reported that the lumen was flushed prior to use. The IFU was followed. A guidewire was used for insertion of the catheter. It is reported that a piece of the 0.035" x 180cm guide wire from the venaseal kit broke off inside the patient's vein as the wire was being pulled out of the dilator/sheath. The length of the piece that broke/detached is unknown. The piece of wire was removed from the patient body. It was retrieved during the same procedure. The sales rep. Has not been advised exactly how the wire was removed, but it was done during the procedure. No further intervention was required. The IFU was followed to complete the procedure. Additional treatment was not required. There were no patient symptoms or complications associated with this event. It is reported that the vein closed. Two segments were treated.